Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 30 occurred during the loading sequence. A cartridge change was performed to resolve the issue. There was no adverse impact to customer's blood glucose level.